Event description:
Suture breakage & fray: customer reports suture fraying and breakage. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires of incident once medical device family initially reported assuming incident could recur.